Event description:
The complaint is reported as: "the device had been inserted on 12/9, and found luer-hub falling off from extension line on 12/12." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer returned one 3-l cvc for investigation. Signs of use were observed on the catheter and extension lines. Visual inspection revealed that the medial extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated medial luer hub. The separation point on the extension line was rough and jagged. The total length of the catheter body measured to be 219 mm which is within the specification of 207 mm - 227 mm per product drawing. The outer diameter of the medial lumen measured to be 2.150 mm which is within specifications of 2.13-2.21 mm per product drawing. The inner diameter of the medial lumen measured to be 1.4732 mm, which is within specifications of 1.42-1.50 mm per product drawing. This indicates that the wall thickness measured within specifications. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal lumens were flushed using a water-filled lab inventory syringe. The lumens flushed as expected. A manual tug test confirmed the distal and proximal extension lines were fully secured within the luer hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the medial extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the medial luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the device had been inserted on 12/9, and found luer-hub falling off from extension line on 12/12." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Event description:
The complaint is reported as: "the device had been inserted on (B)(6), and found luer-hub falling off from extension line on (B)(6)." No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.